Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncope episode for more than ten seconds while on the bus. The implantable cardioverter defibrillator (ICD) remains in use and the patient will follow up in the future with their physician. No further patient complications have been reported as a result of this event.